Event description:
Tip of tenotomy scissors broke inside patient¿s surgical site. Tip of tenotomy scissors¿ removal confirmed by surgeon, certified surgical technologist (cst), and registered nurse (rn). No injury.